Event description:
It was reported that stent damage occurred. The 92% stenosed, 3.5-4.0mmx30-33mm was located in the severely tortuous and moderately calcified left circumflex artery. A 32x3.50mm promus premier drug-eluting stent was advanced but failed to cross the lesion. Upon removal, it was noted that the end of the stent struts were lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient's stable.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: a stent delivery system was returned for analysis with no manifold attached. A visual and microscopic examination of the stent found stent damage, with stent struts lifted on distal stent strut rows 4-7. The undamaged stent od (outer diameter) was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple hypotube kinks at several locations along the hypotube shaft, as well as a hypotube break located 146cm proximal to the distal tip. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The 92% stenosed, 3.5-4.0mmx30-33mm was located in the severely tortuous and moderately calcified left circumflex artery. A 32x3.50mm promus premier drug-eluting stent was advanced but failed to cross the lesion. Upon removal, it was noted that the end of the stent struts were lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient's stable.